Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3389s-28, lot# va1ggny, implanted: (B)(6) 2017, product type lead. Product ID 3389s-28, lot# va19ed5, implanted: (B)(6) 2017, product type lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type extension. Information references the main component of the system. Other relevant device(s) are: product ID: 3389s-28, serial/lot #: (B)(4), ubd: 22-nov-2019, UDI#: (B)(4); product ID: 3389s-28, serial/lot #: (B)(4), ubd: 20-jun-2019, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 03-apr-2021, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 03-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual. Patient reported that when they turn their head in any direction, it suddenly felt like metal on metal. Patient stated that they called the health care professional (hcp)'s office mid last week and was still waiting for a call back. No trauma/falls related to the issue were reported. Patient stated that they had not noticed any other changes. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that the cause of metal on metal feeling on turning the patient's head was not determined. The patient stated that they went to the doctor but no issue was resolved.